Event description:
As reported, the atraumatic tip of the shaft on a 5f mynx control vascular closure device (vcd) was kinked and could not enter the sheath. Therefore, the product wasn't available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. There was no damage found on the device packaging prior to use. There was excess force applied when using the device. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Addendum: product evaluation presents a prematurely exposed sealant due to the condition of the sleeve.

Manufacturer narrative:
As reported, the atraumatic tip of the shaft on a 5f mynx control vascular closure device (vcd) was kinked and could not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. There was no damage found on the device packaging prior to use. There was excess force applied when using the device. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. The unit was thoroughly inspected, observing that button 1 and button 2 were not depressed, and the stopcock is set on the open position. The sealant was found prematurely exposed and swelled by blood saturation, and the sealant sleeves were found to be damaged. No damages were observed with the atraumatic wire. Neither the procedural sheath, nor the syringe, were returned for analysis. The device was blood saturated. No other outstanding details were noted. Per functional analysis, a simulated insertion/withdrawal into a previously flushed lab sample csi test was performed without success due to the condition of the sleeves. Per microscopic analysis, the sealant sleeves were inspected under a vision system to obtain a magnified image, and a kink was found. A product history record (phr) review of lot f2223101 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿atraumatic tip-kinked/bent¿ was not confirmed through analysis of the returned device since there were no damages noted to this area. However, there was a kinked/bent damage noted on the sealant sleeves which may have been the issue the customer experienced. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (there was excess force applied when using the device), and/or the condition of the sheath (although not returned) may have contributed to the kinked/bent condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.